Manufacturer narrative:
No parts have been replaced or received by the manufacturer for evaluation. A medtronic representative has not inspected the system on-site, or performed on-site troubleshooting. No findings possible.

Event description:
A medtronic representative reported that the imaging system encountered an error initializing the collimator. The system was rebooted two times without resolution. There was no patient present when this issue was identified. No additional details were provided.